Event description:
The doctor reported that after 16 yeas of function, the hex of the implant fractured. The implant was removed on (B)(6) 2019.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the returned product identified a large amount of damage about the implants and internal drive feature. The collar is fractured, and debris covers the internal drive feature. It is noted in the per that the patient has a history of bruxism. The reported product was located on tooth # 19 and used for approximately 15.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 0303093. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review was performed for the reported lot number (0303093) for similar cause and 1 other complaint was identified under (B)(4). Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; breakage. The following sections have been updated: b4: date of this report, d3: manufacturer, d4: expiration date, g2: office contact - manufacturing site, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.